Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that blood was observed leaking externally from a fresenius bloodline towards the end of a patient¿s hemodialysis (hd) treatment. Blood was seen dripping onto the hd machine, a fresenius 2008t, and the leak was traced to small area on the tubing of the heparin line. The machine did not alarm. There was nothing unusual noted during the prime, and there were no signs of damage found on the bloodlines prior to use. Upon follow up, the cm reported that there seemed to be a small tear on the tubing where the leak was coming from. However, this supposed tear was not visible to the naked eye. The leak was found as the patient¿s blood was being returned and the estimated blood loss (ebl) was minimal; an ebl of approximately 5 ml was reported. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The blood leak occurred towards the very end of the patient¿s treatment; setting up with new supplies for another treatment was deemed unnecessary. The complaint device was not available to be returned for a physical evaluation as it was reportedly discarded after use.